Manufacturer narrative:
A supplemental MDR will be submitted upon device evaluation.

Event description:
A peritoneal dialysis patient's contact reported a supply bag alarm during dwell 2 of 5. The alarm could not be cleared and the treatment was discontinued. When removing the set the patient found fluid leaking. The source of the leak could not be identified. The cycler was replaced. The contact was advised to contact the patient's nurse nurse. During follow up the patient's nurse reported the patient did not have an adverse event associated with the leak. No antibiotics were prescribed.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. The internal inspection noted evidence of dried fluid within the cassette compartment. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. The cause of the dried fluid could not be determined. A simulated therapy was initiated and completed on the cycler without complication. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.